Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified diagonal de novo lesion. A 2.75x15mm xience prime stent delivery system (sds) was advanced to the lesion and deployed without issue. Then a distal edge dissection occurred. A 2.75x12 xience prime sds was used to cover and complete the procedure successfully. The patient is fine. There was no adverse patient sequela reported. No additional information was provided.